Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the cordless driver 3 before a procedure it was reported that the device continues to run even though the footswitch is off. However, it should be noted that this device does not use a foot switch to operate. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the cordless driver 3 before a procedure it was reported that the device continues to run even though the footswitch is off. However, it should be noted that this device does not use a foot switch to operate. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection a damaged e-box was found.